Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient went into torsades during which low, high voltage lead impedance was observed as the device attempted to deliver therapy. It was noted that no therapy was delivered and the tachyarrhythmia self terminated. Diagnostic imaging revealed lead dislodgement. Lead was revised. Patient was stable post-procedure.